Event description:
Attorney alleges plaintiff received implants in 1983. Attorney also alleges, "commencing in or about 1989, the plaintiff began to experience major health problems including arthralgia, pain in the hands, wrist, shoulders, hips, ankles and feet, eczema, and had to undergo a hysterectomy in 1992, mitral valve prolapse, cardiac arrhythmias, nasal dryness, canker sores and dry skin as well as weight loss, chronic fatigue and migraines. The client suffered complications through pregnancy. Further, in 1992 the client was forced to undergo an explant of the right side and another implant was inserted into her breast. The plaintiff claims that the said implants were defective and that the gel was allowed to enter her body, and in doing so, caused her irreparable damge." In june, 1994 the plaintiff's left implant was "excised" and not replaced. Referenced mw072375a.